Event description:
It was reported that this patient received three inappropriate shocks involving this device. No additional adverse patient effects were reported. This device was explanted and returned.

Event description:
It is our understanding that this s-ICD delivered shocks that were suspected to be ineffective for this patient. This device was explanted and returned for analysis.

Manufacturer narrative:
This report is being filed to correct the describe event or problem, device codes, and additional manufacturers narrative. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Based on laboratory testing, this s-ICD was functioning as expected. The non-conversion may have been a result of patient condition, device programming, electrode placement, or other factors.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received three inappropriate shocks involving this device. No additional adverse patient effects were reported. This device was explanted and returned.

Event description:
It was reported that this patient received three inappropriate shocks involving this device. No additional adverse patient effects were reported. This device was explanted and returned.

Event description:
It was reported that this patient received three inappropriate shocks involving this device. No adverse patient effects were reported. This device remains implanted.